Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Since a patient customer account was not identified, a manufacturing review was performed on the lots of products shipped to the reporting clinic for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of additional information for this reported event, the source of the patient¿s peritonitis cannot be determined. It is well-known infections of the peritoneum may be contributed by, but not limited to, a lack of aseptic technique during pd therapy, intra-abdominal sources, and complications involving the patient¿s pd catheter (not a fresenius product). Due to the lack of information and/or confirmed cause of this event from a medical professional, the liberty select cycler with the liberty cycler set cannot be excluded as sources or contributors to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A hospital registered nurse (rn) contacted fresenius technical support for assistance with a drain complication alarm which occurred during a patient's continuous cyclic peritoneal dialysis [cc(pd)] therapy on the liberty select cycler. The rn stated the patient was being treated for peritonitis. It was also reported that the patient had fibrin. There was no specific allegation the patient¿s peritonitis and hospitalization were due to a deficiency or malfunction of any fresenius product(s). Multiple attempts were made to acquire further details concerning specific patient information, product details, hospital course, cause of the infection and the patient¿s outpatient clinic; however, no additional information was obtained.